Event description:
It was reported that the patient presented in clinic for an unrelated procedure. During procedure, the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for lead revision. It was noted that the left ventricular (lv) lead was dislodged during the last un-related procedure. The lv lead was explanted and replaced. There were no patient consequences.